Event description:
It was reported that during a surgery while the shaver handpieces ar-8332h (sn: (B)(6) ) were in use, interference caused the ECG to display a zero line. Per complaint reporter there was no harm for patient, operator or third party. No further information received. This line was created for the unknown shaver console, that was used with the reported handpieces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.